Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to out of calibration patient impedance. The patient impedance was recalibrated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.